Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "loss of external power " message displayed on screen no led mains indication, battery not charging, power supply out of order. No patient involvement.